Event description:
It was reported that during the implant procedure, the physician punctured the lead while closing the pocket. This lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that during the implant procedure, the physician punctured the lead while closing the pocket. This lead was explanted and replaced. No additional adverse patient effects were reported.